Event description:
It was reported that the lead was explanted due to high defibrillation threshold.

Manufacturer narrative:
A partial lead with the distal tip measuring 47.2cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.